Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples were received for evaluation. One sample consisting of a packaging lid with two loose sponges from lot number 19e198562. Two additional unopened product trays from lot number 19c068062 were returned. The sample from lot 19e198562 was evaluated. One sponge was folded without evidence of fraying. The second sponge was in an unfolded state with fraying from one of the corners of the sponges, giving the look of falling apart or loose threads. After reviewing lot 19e198562, it is unknown if the sponge was unfolded to be used. The purpose of the sponge is to maintain the 4"x4¿ form is to eliminate the sponge from linting, fraying, shredding and losing its absorbency. The two samples of lot number 19c068062 (unopened trays) were opened for evaluation. There was no evidence of fraying or linting with these two samples. Testing for the definitive root cause of the shredding could not be accurately determined. To actually know how the sponge was used would assistant with the investigation. At this time the reported condition is unconfirmed based on not knowing how the sponge was used. If additional information is received, this investigation will be updated as needed. Please note that inspections are performed based on a statistical sampling both physically and visually. Specifically, operators are required to inspect samples at the beginning, middle and end of lots. These checks are noted on the device history record. No corrective actions will be taken at this time. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the product has excess thread or loose particles.